Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned

Event description:
It was reported that the lead dislodged. At the time of repositioning, saline was injected into the lumen of the lead, and fluid 'squirted out' of the side of the lead. The lead was replaced. No patient complications have been reported as a result of this event.